Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated, that she accidentally pulled the insulin cartrige out of the infusion device and thought that the plunger of the cartridge was stuck on the piston rod. After troubleshooting, it was discovered that it was not the plunger of the cartridge, but the baseplate of the piston rod. The patient was advised that this was part of the infusion device and could not be removed. She stated the insulin did leak in the cartridge compartment and she was able to dry it out. She was educated on the proper technique for removing the insulin cartridge. Upon follow up, the patient stated she could still see moisture in the catridge compartment of the infusion device. She was advised to switch to her backup infusion device until the primary device is completely dry. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.